Event description:
The customer reported that the system locked up during a software reload. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer's software disk was corrupted and it was recommended that the customer upgrade the software. No further repair information is available at this time.